Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 4 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: when changing tips to turn off generator. To remove capture port tip, press firmly in a downward motion to release as shown in figures 5 and 6. Capture port tip contains a radiopaque marker. Remove capture port tip in a location not directly over an open incision. Figures 7 / 8.to remove blade, grasp blade at hub and pull forward as shown in figures 7 and 8.if original blade is removed, confirm new blade is completely inserted and secured before activating the pencil. Never force the blade into the pencil. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpro4020, 20/ca plumepen pro nonstick(s), had been used in a total knee procedure on (B)(6) 2024 when it was reported, ¿surgical tech at the end of the case grabbed the pencil and got a shock up the arm. Was going to pull out the electrode but didn't even touch it before the shock.¿ there was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, plpro4020, 20/ca plumepen pro nonstick(s), had been used in a total knee procedure on 19feb24 when it was reported, ¿surgical tech at the end of the case grabbed the pencil and got a shock up the arm. Was going to pull out the electrode but didn¿t even touch it before the shock.¿. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.